Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor was scanned with the libre app instead of the ilet mobile app, resulting in no glucose readings on the ilet system and requiring reversion to backup therapy; the device issue aligned with an incorrect procedure and a sensor being in use by another device, with no specific device subcomponent implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the freestyle libre 3 plus sensor and the ilet system due to the sensor being paired to a different application, consistent with an incorrect use procedure and with no applicable individual device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user error and incorrect setup procedure.